Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731, serial# (B)(4), implanted:(B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that during a dye study, blood was discovered in the intrathecal space by the healthcare provider (hcp). The blood was removed until clear fluid was aspirated. The patient was to be referred to interventional radiology for further testing. A computed tomography (CT) scan was recommended, but had not been scheduled at that time. The patient was receiving therapy at that time, and the patient was discharged to later follow up. There were no specific causes related to the pump or the catheter at that time. The patient status was alive with no injury. The pump system was being used to infuse dilaudid and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).